Event description:
It was reported during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During unpacking of a 2.5x16mm taxus liberte' drug eluting stent, the physician noticed that the stent struts were standing up at the proximal end of stent. This stent was not in contact with the patient. The physician used another taxus liberte' stent of the same size to complete the intervention without any problems. No complications were reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.